Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached between 500 mg/dl and 1000 mg/dl while wearing the pod. The patient was treated with intravenous (IV) insulin and fluids. The patient was released after spending 3 or 4 days in the hospital.